Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00851, and 3005099803-2011-00849 address these devices. It was reported to boston scientific corporation that two escape nitinol stone retrieval basket were used during a ureteroscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the outer sheath separated and broke off on two devices. The procedure was completed with another escape nitinol stone retrieval basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.